Event description:
Ambu bag reservoir blew, very poor seal of plastic bag, making it inoperable. This happened in preparation for a resuscitation. No delay in care resulted, but his equipment failure could have been critical in another situation.